Manufacturer narrative:
This event is still under investigation.

Event description:
Patient with pre-procedure diagnosis of tortuous iliacs underwent aaa repair in 2007. One main body graft and one iliac leg graft were placed. In spite of attempts to insert wire guide into contralateral limb of main body, the wire guide would not advance. Therefore, an occluder and a converter were used to convert to an aorto-uni iliac procedure. The physician noted that the contralateral limb was not oriented in the right direction. The pt is in good condition.